Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralight st with echo ps (device 1) and optifix straight (device 2). Per op notes, ¿a small umbilical hernia was identified. A weak, wide linea alba cranial to the umbilicus was noted. An incision was made in the prior transverse scar just above the umbilicus. A ventralight st with echo ps (device 1) was placed into the peritoneal cavity and tacked to the anterior abdominal wall with optifix straight (device 2) absorbable tacker, and fascia was closed with sutures.¿ (B)(6) 2017 - patient was diagnosed with chronic abdominal pain thereby underwent laparoscopic repair with partial excision of ventralight st with echo ps (device 1) and excision of optifix straight (device 2). Per op notes, ¿omental adhesions to the undersurface of pre-existing umbilical hernia repair was noted. The omentum was separated from the mesh. Six optifix straight (device 2) tacks were removed from the right side of the mesh in vicinity of localized pain. The edge of the mesh (device 1) was excised as it was loose and not adherent to the fascia. The skin was approximated with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the optifix straight (device 2). An additional supplemental emdr was submitted to represent the ventralight st with echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.